Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 104 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The hp had no symptoms associated with an increased intra-peritoneal volume (iipv). The technical service representative (tsr) reviewed the therapy log with the hp. The initial drain volume equaled 1697ml, with the initial drain at 0ml. The tsr reviewed the cycle by cycle ultra filtration (uf) and noted that the cycle 4 uf equaled 2177ml. There were no bypasses or manual drains noted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Review of the device logs verified the reported issue of a high drain 104/call pd nurse alarm (increased intra-peritoneal volume or iipv). During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The direct cause for the reported issue of a high drain alarm 104 was determined to be caused by insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of service history data revealed previous device servicing did not cause or contribute to the reported difficulty of iipv-adult. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.